Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient had tried botox in the past and it was unsuccessful. She had never tried any more conservative treatment methods prior to implant. She had a trial period of three to four weeks and that worked pretty well. Following device replacement, therapy was unsuccessful. The device stopped working two weeks after implant, was not helping her symptoms at all, she was not getting stimulation at all, and she was getting up five to six times a night. Troubleshooting included reprogramming. She had never adjusted stimulation on her own and had never used the patient programmer; she went to the doctor for adjustments. The patient was still sore at the implant site from surgery and she wasn't given any pain medication. She never had any falls, accidents, or traumas with the implant and her healthcare provider had no explanation for why therapy had not worked for her. She was told that they could try something else. The patient had made up her mind that she wanted to have the device removed; if she was going to be up all night, she'd rather it be on her own than because of a device. She had an appointment on (B)(6) 2016 with her doctor to discuss when he could remove the implant. Refer to manufacturer report #3004209178-2016-07504 regarding issues the patient had with a previous device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding the patient. It was reported that the patient had their implant removed due to the previously reported issues. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.